Manufacturer narrative:
Evaluation results: (deformation problem, stent).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a moderately calcified lesion in the rca with 85% stenosis. Device was inspected and prepped prior to use with no issues noted. Lesion pre-dilation was performed. There was resistance encountered when advancing the device and the stent could not cross the lesion. When the device was removed the stent was noted to be damaged. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Event description:
Evaluation summary: the distal tip was damaged. The 3rd and 4th distal stent segments were deformed. A number of struts on the stent were misaligned throughout the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results:inherent risk of procedure (stent deformation); no results available since no evaluation performed (device evaluation anticipated but not yet begun); patient's condition affected effectiveness of device (target lesion exhibited 85% stenosis and moderate calcification). Conclusions: known inherent risk of procedure (stent deformation); unknown - unable to confirm complaint (device evaluation anticipated but not yet begun); device failure/lack of effectiveness related to patient condition (target lesion exhibited 85% stenosis and moderate calcification). (B)(4).